Event description:
Baxter evacuated containers with volume demarcations on label are not consistently placed on the bottle; therefore are inaccurate and could lead to inconsistent preparation and subsequent pt harm.